Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 24, 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the subject meter started to read inaccurately. He claimed that on an unknown date and time, he obtained alleged inaccurately erratic blood glucose results of ¿50 and 285mg/dl¿ performed on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with insulin which he self-adjusts. He reported that after obtaining the alleged inaccurate results, he increased his insulin dose. He reported that sometime later, he developed symptoms of ¿headache [and] vomiting¿. He reported that he was taken to the emergency room (ER) where a blood glucose test was performed on a laboratory device; however, the patient was did not know the result of the test. He reported that while in ER, he received ¿IV glucose¿ from a healthcare professional (hcp) to treat his symptoms. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site to obtain the blood samples and he described the correct testing steps. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately erratic readings on the subject meter, administered increased insulin as a result, and reportedly developed symptoms and received treatment for an acute diabetes excursion from an hcp, after the alleged meter issue began.